Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to inspect and clean the pump, but the error persisted despite attempts to load a new cartridge. Technical support arranged for a replacement pump, and the customer was instructed on how to return the faulty pump using a pre-paid label.